Manufacturer narrative:
Age or date of birth: average age. Sex: majority gender. Outcomes to adverse event: date of event: estimated date. UDI #: the UDI is reported as unknown since the part and lot numbers were not provided. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record for this product was not performed since the part and lot numbers were not reported and the product was not returned for analysis. It should be noted that the reported patient effect of death is listed in instructions for use as a known patient effect of coronary stenting procedures a conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling. The additional patient effects and supra core device referenced are being filed under separate medwatch report numbers.

Event description:
It was reported through a research article that the hi-torque supra core superstiff guidewire and the viatrac dilatation balloon catheter may be related to macroscopic debris, embolus, major and minor stroke, thrombus, thrombolytic treatment, hemodynamic depression including hypotension and bradycardia, and death. Specific patient information is documented as unknown. Details provided in the attached article titled: "impact of plaque dilation before carotid artery stent deployment.¿